Event description:
It was reported that the customer received a motor error alarm. No additional information was provided.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be performed due to the alarm. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.